Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for deployment issues reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the superficial femoral artery pre-dilatation was performed. A 6x40 mm absolute pro stent was implanted proximally without issue and then a 6x120 absolute pro ll self-expanding stent system was advanced distally. When releasing the stent from the stent system, the stent jumped 2 cm more distal than expected. Reportedly, a portion of the stent was implanted in healthy tissue as it was too distal in the vessel. Another stent was implanted to cover the remaining lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.